Event description:
A malfunction was reported on a pump, but there were no prior notable events leading to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if the malfunction reappeared.